Manufacturer narrative:
(B)(4). This lot was manufactured from august 22, 2014 to august 23, 2014. The sample was not available for evaluation; however, a photograph of the sample was received for evaluation. A photographic inspection identified that the yellow coil cap was separated from the housing. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor fell off of the housing. This occurred before use. There was no patient involvement. No additional information is available.